Event description:
A customer observed imprecise vitros troponin I es results for quality control and patient results on their vitros eciq immunodiagnostic analyzer three times the same month in 2008. Repeat analysis of patient and qc samples on the day of each event were acceptable. Patient results were reported during this period of time. There was a single incident of a falsely elevated patient result being reported. The patient's physician questioned the result and repeat analysis of the sample gave a result that was expected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
An ocd field engineer went to the site, replaced the incubator and well wash actuator, which returned the instrument to expected operation. The customer has obtained acceptable trop I es results since the analyzer was serviced. The root cause was determined to be instrument related.